Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient developed corneal ulcer and an infection and on right (od) eye after an ilasik procedure on both eyes (ou). It was reported the patient was referred to the surgery center for evaluation from a corneal specialist. The surgeon was concerned that it may be fungal or atypical mycobacterium. The flap was lifted and bed scraped for cultures. At 3 day post op visit, the patient¿s infiltrate was improving and medications prescribed were to be continued. The patient¿s visual acuity sands correction (vasc) prior to lift was 20/80 on right eye (od), 20/25 on left eye (os) and pinhole acuity (ph) is 20/30 on od. Medication prescribed post lift: azasito 1 % 1 drops(gtt) od every 2 (q2) hours, ciloxan 03.- qie od, vigamox 0.5 - 1 gtt qhour od. Pred forte 1% 1 gtt hs. The patient¿s visual acuity sands correction (vasc) at 3 day post op was 20/60 on right eye (od) and 20/30 on left eye (os). Medication prescribed post op lasik-ciloxan twice a day (bid), vigemox four times a day (qid), and pred forted qid.